Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative evaluated the unit and could not find any error displayed or any error documented in the faults log. Proceeded to replace the fiber optic printed circuit board. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The optic printed circuit board is being requested to be sent to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use with a patient, the iabp displayed a fiber optic error message. The patient was switched to another iabp and therapy was continued. No patient injury was reported.